Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to rectocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, bleeding, recurrence and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/18/2016. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, urinary tract infections, and recurrence of prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, urinary frequency and burning.

Manufacturer narrative:
Date sent to the FDA: 08/10/2017. Patient codes: (B)(4) vaginitis. It was reported that following insertion the patient experienced vulvovaginitis.